Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the aortic neck had dilated to 31 mm in diameter which resulted in a proximal type 1 endoleak. This led to aneurysm enlargement to 12 cm in diameter. The patient presented with a ruptured aneurysm which required the 2 most proximal stent rings of the bifurcated stent graft to be excised and surgically removed. The remainder of the stent graft was well incorporated into iliac arteries and was left in place. The excised portion of the explanted stent graft was mangled during the procedure and it was discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak, ruptured aneurysm. Conclusion: (dilated aortic neck).